Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that a screw backed-out of a blue ridge plate. It is unknown if revision surgery is planned.

Event description:
It was reported that a screw backed-out of a blue ridge plate. It is unknown if revision surgery is planned. This record captures the plate.

Manufacturer narrative:
Visual inspection: the device was inspected by reviewing the associated radiographic images. No damage to the plate was able to be positively identified through inspection of the images. It is possible that the plate's screw capture mechanism was damaged, but this was unable to be confirmed. Review of the device and complaint history records could not be performed as a valid lot code was not identified. Two (2) images of a cervical plate construct with apparent screw migration were posted in a social media forum. The complainant only asked if anyone recognized the plate, and did not provide any additional information. The complainant was contacted by stryker in an effort to obtain more information. However, no response has been received and no additional information has been gained. It is not clear if the complainant had any involvement with the device or if the images were extracted from another location. It is also not clear if the image was taken of a recent failure or one that had happened in the past. Due to the lack of information available, the results of the investigation were limited. Based on the available information, it is believed that the cervical plate construct belonged to the blue ridge product family. It appears that one (1) of the cranial-most screws was migrating from the construct. It also appears that two (2) interbodies were installed as part of the construct, although the interbodies were not able to be identified as stryker products. It is not clear what caused the issue of screw migration to occur as the available information was limited. It is possible that the screw capture mechanism failed which allowed the screw to migrate from the plate. Ultimately, this potential failure mode was not able to be properly evaluated due to the lack of available information. As a result, the failure mode was categorized as "product not available," and no root cause for the reported issue was able to be determined.